Manufacturer narrative:
Failure analysis: received vela main pcba pn: 52850 rev f, sn: (B)(4), from rga: (B)(4). Visually inspected part. Installed in known good unit pn: 16532-00 s/n (B)(4). Events log recorded multiple ¿xdcr faults¿. Circuit pressure transducer test failed with a/d: 33. Findings/root-cause: circuit pressure transducer faults will cause low pip, low ve, and high rate alarms. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) has determined that the most likely cause of the reported event was that the device's main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of the september 30, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that the device alarmed "low pip", "low ve", xdcr fault", "high rate" and the exhalation pressure transducer failed calibration. There was no report of patient involvement.